Event description:
It was reported that a patient was implanted on (B)(6) 2000 with both a synthes and non-synthes plates for a broken fibula and tibia. The fracture had healed but the plates were removed due to occasional tenderness and discomfort over the plate and symptoms consistent with cellulitis over it. The plates and screws were removed on (B)(6) 2015 from the patient¿s ankle after healing. There were no issues regarding the plates but there were three screws that were stripped during removal and the fibula was slightly cracked but that the surgeon was not concerned. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Event date: unknown. The lot number provided ((B)(4)) could not be verified; therefore, further investigation cannot be performed. The reported indicated that the lot number on the device was scraped and therefore difficult to read. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.